Manufacturer narrative:
(B)(4). Date sent 4/22/2025 d4 batch #336c02 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil and washer missing. No battery was received. The device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing switch actuator was found broken. After that, the handle was reinserted and the device was tested for functionality by manually depressing the firing switch. The device was tested for functionality with the returned washer, a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage observed on the firing switch actuator is potentially correlated to manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 336c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/9/2025.

Manufacturer narrative:
(B)(4). Date sent 3/10/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophageal procedure they were doing an esophagectomy, they made the tobacco pouch correctly with the head of the gun, they joined the spike to the anvil and when they went to shoot it did not fire. They have unconnected the anvil from the spike again, they have removed the pistol, they have opened a new one, they have tested the battery of the new one in which they were shooting and it did not work even though the screen lit up. Finally, they have taken the new pistol and attached it to the anvil of the previous one because the tobacco pouch was already made, they fired and the shot went correctly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 3/24/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch # 336c02. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil and washer missing. No battery was received. The device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the stop switch actuator was found broken. No functional test was performed due to the condition of the device. The damage observed on the firing switch actuator is potentially correlated to manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation was performed for the finished device batch number 336c02, and no non-conformances were identified.